Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection performed at customer quality (cq) identified the nail broke at the proximal hole. The breakage is also visible on the attached x-rays. The break is jagged and oblique. There is some damage to the proximal hole, however could not be attributed to drilling. Both nail portions were returned. No new issues were identified. A device failure was identified. Based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Review of the manufacturing record evaluation showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The complaint was confirmed during investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Due to the received condition, it could not be determined during investigation whether the drill marks caused or contributed to the break. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot manufacturing location: monument, manufacturing date: 23-jul-2018, expiration date: 01-jul-2028, part number: 04.037.457s, 14mm/130 deg ti cann tfna 360mm/left-sterile, lot number: h688409 (sterile). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h571505, part number: 04.037.942.2, lock prong, 130 degree tfna, bp55, lot number: l900641, part number: 04.037.912.3, tfna lock drive, bp58, lot number: h643746, part number: 21127, timoagri16.00, bp80, lot number: h661491. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is an unknown date in 2019. Date of explantation is an unknown date in 2019. Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, a patient presented with a broken short trochanteric fixation nail advanced (tfna). Patient was originally implanted with the nail, helical blade, and locking screw(s) on (B)(6) 2019. The patient underwent revision surgery on an unknown date where the short nail was removed and exchanged for a proximal femoral nail anti-rotation (pfna) plus augmentation. Concomitant devices: helical blade (part: 04.038.390s, lot: h798082, quantity: 1), locking screw (part: unknown, lot: unknown, quantity: unknown). This report is for a 14 mm/130 degree titanium (ti) cannulated tfna nail. This is report 1 of 1 for (B)(4).